Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge and continued to use current pump with a plan to rely on backup therapy if needed.